Manufacturer narrative:
D10: concomitants: (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 315-35-00 - glnd kwire, (B)(6), 321-52-07 - 3.2mm drill bit sterile, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 300-01-11 - equinoxe. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported, a 68 yo female, who had a right shoulder implanted, underwent an arthroscopic release procedure due to a stiff shoulder. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: d1, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from an underlying patient condition, an unreported trauma, infection, component sizing, positioning, or impingement issues, or a combination of the above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.